Manufacturer narrative:
Correction: b5 - s1 lead kinked, not fractured. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The s1 lead was visually confirmed to be kinked post explant.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy with their drg system. Diagnostics indicated high impedances on the c7 lead. The other s1 drg lead had migrated causing uncomfortable stimulation. As a result, surgical intervention took place on (B)(6) 2025, wherein both the c7 and s1 leads were explanted and replaced to address the issue. The s1 lead was visually confirmed to be fractured post explant.